Event description:
It was reported that 5 years ago there were erroneous results occurred showing high potassium levels with an unspecified blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that 5 years ago a green top tube showed high potassium level in error for a patient. One time, a green top and gold top reported high potassium level in a patient in error 5 years ago.

Manufacturer narrative:
The following fields have been updated with corrected information: h.3 reason code for no evaluation: other. H.3. If other specify: see h.10. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that 5 years ago there were erroneous results occurred showing high potassium levels with an unspecified blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that 5 years ago a green top tube showed high potassium level in error for a patient. One time, a green top and gold top reported high potassium level in a patient in error 5 years ago.